Manufacturer narrative:
This case was initially received via regulatory authority (reference number: 2018/011/002/401/005) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excess bleeding') and suicidal ideation ('suicidal') in an adult female patient who had essure (batch no. He01185) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and anxiety. Patient was 35 years old at the time of report. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved and the arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, depression, gastrointestinal disorder, genital haemorrhage, migraine, mood altered, personality change, rash and suicidal ideation with essure. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and mental disorder to be related to essure. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Batch no he01185. Production date 2015-09-30. Expiration date 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4).) On (B)(6) 2018. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excess bleeding') and suicidal ideation ('suicidal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and anxiety. Patient was 35 years old at the time of report. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved and the arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, depression, gastrointestinal disorder, genital haemorrhage, migraine, mood altered, personality change, rash and suicidal ideation with essure. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and mental disorder to be related to essure. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-nov-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excess bleeding') and suicidal ideation ('suicidal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and anxiety. Patient was 35 years old at the time of report. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure laparoscopic removal). Essure was removed on (B)(6)2019. At the time of the report, the genital haemorrhage, suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved and the arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, depression, gastrointestinal disorder, genital haemorrhage, migraine, mood altered, personality change, rash and suicidal ideation with essure. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and mental disorder to be related to essure. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6)2017 (unspecified). She was requiring surgical removal of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer reported new events: allergy symptoms,changes to menstrual cycle, dyspareunia, hormonal problems, psychological/psychiatric problems. These events - including genital hemorrhage and localised pain had resolved. Based on the available information, a review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 07-nov-2018. The most recent information was received on 01-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("excess bleeding") and suicidal ideation ("suicidal") in an adult female patient who had essure inserted (lot no. He01185) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety and ectopic pregnancy. Patient was 35 years old at the time of report. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), suicidal ideation (seriousness criterion medically important), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure laparoscopic removal by bilateral salpingectomy ). On (B)(6) 2019, the genital haemorrhage had resolved. At the time of the report, the suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved. The outcomes for arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia were unknown. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and mental disorder to be related to essure administration. No causality assessment was received for essure with regard to genital haemorrhage, abdominal pain, arthralgia, rash, abdominal distension, gastrointestinal disorder, migraine, depression, suicidal ideation, alopecia, mood altered or personality change. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Medical records stated that patient has undergone bilateral salpingectomy all her symptoms were settling. The wounds have healed up nicely by (B)(6) 2019. Batch no: he01185, production date: 2015-09-30, and expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: reporter (hospital) states in medical records on (B)(6) 2019 that patient has undergone bilateral salpingectomy all her symptoms are settling. The wounds have healed up nicely. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-nov-2018. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excess bleeding') and suicidal ideation ('suicidal') in an adult female patient who had essure (batch no. He01185) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and anxiety. Patient was 35 years old at the time of report. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved and the arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, depression, gastrointestinal disorder, genital haemorrhage, migraine, mood altered, personality change, rash and suicidal ideation with essure. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and mental disorder to be related to essure. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) and (B)(4)) on 07-nov-2018. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of bleeding genital ("excess bleeding"), device dislocation ("device migration;"), device breakage ("device breakage during removal;"), pelvic pain ("pain, including chronic pain") and suicidal ideation ("suicidal") in an adult female patient who had essure inserted (lot no. He01185) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal;"). The patient had a medical history of anxiety and ectopic pregnancy. Patient was 35 years old at the time of report. On (B)(6) 2017 and (B)(6) 2017, essure confirmation test done. Past fertility treatment: right tube removed, right salpingectomy 2015. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced bleeding genital (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), suicidal ideation (seriousness criterion medically important), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction (characterized by skin sensitivity, rashes and bruising);"), dyspareunia ("dyspareunia"), a first episode of mental disorder ("psychological/psychiatric problems"), genital bleeding ("abnormal bleeding;"), device intolerance ("inability to tolerate the device;"), a second episode of mental disorder ("psychological issues") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (bilateral salpingo oophorectomy). On (B)(6) 2019, the bleeding genital had resolved. At the time of the report, the suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, hypersensitivity, dyspareunia and hormone level abnormal had resolved. The outcomes for device dislocation, arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia were unknown. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity and the first episode of mental disorder to be related to essure administration. No causality assessment was received for essure with regard to bleeding genital, abdominal pain, arthralgia, rash, abdominal distension, gastrointestinal disorder, migraine, depression, suicidal ideation, alopecia, mood altered, personality change, device dislocation, pelvic pain, genital bleeding, device intolerance, device breakage, the second episode of mental disorder or fatigue. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Medical records stated that patient has undergone bilateral salpingectomy all her symptoms were settling. The wounds have healed up nicely by (B)(6) 2019. Batch no: he01185. Production date: 2015-09-30. Expiration date: 2018-09-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation, pelvic pain genital haemorrhage, device intolerance, device breakage , mental disorder,fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history added. Non drug treatment updated. New events device dislocation, pelvic pain, genital haemorrhage, device intolerance device breakage, mental disorder, fatigue added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of bleeding genital ("excess bleeding"), device dislocation ("device migration;"), device breakage ("device breakage during removal;"), pelvic pain ("pain, including chronic pain") and suicidal ideation ("suicidal") in an adult female patient who had essure inserted (lot no. He01185) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal;"). The patient had a medical history of anxiety and ectopic pregnancy. Patient was 35 years old at the time of report. (B)(6) 2017 and (B)(6) 2017 essure confirmation test done past fertility treatment: right tube removed, right salpingectomy (B)(6) 2015. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced bleeding genital (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), suicidal ideation (seriousness criterion medically important), abdominal pain ("constant abdominal pain, localised pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods"), personality change ("change in personality"), dermatitis allergic ("allergy symptoms / allergic or hypersensitivity reaction (characterized by skin sensitivity, rashes and bruising);"), dyspareunia ("dyspareunia"), a first episode of mental disorder ("psychological/psychiatric problems"), genital bleeding ("abnormal bleeding;"), device intolerance ("inability to tolerate the device;"), a second episode of mental disorder ("psychological issues") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (bilateral salpingo oophorectomy.). On (B)(6) 2019, the bleeding genital had resolved. At the time of the report, the suicidal ideation, abdominal pain, rash, depression, mood altered, personality change, dermatitis allergic, dyspareunia and hormone level abnormal had resolved. The outcomes for device dislocation, arthralgia, abdominal distension, gastrointestinal disorder, migraine and alopecia were unknown. The reporter considered dermatitis allergic, dyspareunia, hormone level abnormal and the first episode of mental disorder to be related to essure administration. No causality assessment was received for essure with regard to bleeding genital, abdominal pain, arthralgia, rash, abdominal distension, gastrointestinal disorder, migraine, depression, suicidal ideation, alopecia, mood altered, personality change, device dislocation, pelvic pain, genital bleeding, device intolerance, device breakage, the second episode of mental disorder or fatigue. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as 02-feb-2017 (unspecified). She was requiring surgical removal of essure devices. Medical records stated that patient has undergone bilateral salpingectomy all her symptoms were settling. The wounds have healed up nicely by(B)(6) 2019. Batch no he01185 production date 2015-09-30 expiration date 2018-09-28. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation, pelvic pain genital haemorrhage, device intolerance, device breakage , mental disorder,fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-nov-2018. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excess bleeding') and suicidal ideation ('suicidal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and anxiety. Patient was 35 years old at the time of report. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain"), arthralgia ("constant hip pain"), rash ("skin rashes"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), migraine ("migraines"), depression ("depression"), alopecia ("hair loss"), mood altered ("change in moods") and personality change ("change in personality"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage, suicidal ideation, abdominal pain, arthralgia, rash, abdominal distension, gastrointestinal disorder, migraine, depression, alopecia, mood altered and personality change outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, depression, gastrointestinal disorder, genital haemorrhage, migraine, mood altered, personality change, rash and suicidal ideation with essure. The reporter commented: the patient mentioned an unknown risk for ivf (in vitro fertilization) and risk of ectopic pregnancy. She stated the events appeared within months or weeks of essure insertion. The onset date of adverse events was reported as (B)(6) 2017 (unspecified). She was requiring surgical removal of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: reporter information and patient initials updated. Date of birth, race, stop date of essure added. Based on the available information, a review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.